Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline stent resistance during delivery and retrieval with the phenom 27 microcatheter. The patient was undergoing flow diverter stent implantation surgery for treatment of an amorphous, unruptured, internal carotid artery, c6 segment aneurysm. It had a max diameter of 13.8 mm and a 9.2 mm neck diameter. The landing zone was 3.8 mm distally and 4.1 mm proximally. The access vessel was the femoral artery with a diameter of 8.4 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post procedure showed that the stent was fully adhered to the wall. It was reported that after establishing vascular access, the surgeon selected a ped2-400-35 stent. Following hydration, the stent was loaded into a phenom 27 catheter. As the assistant slowly advanced the delivery wire, when the tip of the stent reached the c7 under fluoroscopic guidance, it was found that pushing it met with significant resistance, and it was impossible to advance the stent. The surgeon attempted to relieve tension and withdraw the stent, but found that it could not be withdrawn either, as the stent had become jammed within the microcatheter. Ultimately, for safety reasons, the surgeon elected to withdraw both the stent and the ph27 from the patient's body, and subsequently completed the procedure using a replacement stent and stent catheter. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a 6f 90 gmax sheath, stryker (0.014 2m) guidewire, and a shenruida medical 6f 116 device.